Manufacturer narrative:
Batch review performed on 05 june 2018; lot 170028: (B)(4) items manufactured and released on 16 june 2017. Expiration date: 2022-06-01 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
A few days after primary surgery, a fracture was noticed even if there was no sign of fracture immediately post op and no trauma reported as the reason for the fracture. The femur was cabled, but then the stem loosened and subsided. The stem and head were explanted.

Manufacturer narrative:
Clinical evaluation performed on 08 june 2018 by medical affairs director: stem and head revision surgery in a (B)(6) woman treated for an immediate postoperative fracture following primary cementless tha. The initial position of the stem and cables cannot be assessed not having the post operative x-ray. This event may be due to undetected problems arisen during primary operation that may have weakened the bone which was later fractured by weight bearing and loads, but other unknown conditions may also play a role. We see no reason to suspect a faulty device.